Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient fell and his internal device wasn¿t working. The consumer reported that the issue was that the patient didn¿t feel stimulation sometimes now since his fall. The consumer reported that the patient tripped over some wood and fell onto concrete. The consumer reported that the patient had an appointment on (B)(6) 2017. Additional information was received from a manufacturer¿s representative (rep) on 2017-10-25. The rep reported that the patient reported a change in stimulation after a fall. The rep reported that the healthcare provider (hcp) did an x-ray on the day of the report and the leads were in good position. The rep reported that they ran an impedance check and all were within normal limits. The rep reported that they set patient¿s adaptive stimulation as the patient lost their patient programmer (pp). The rep reported that they really just needed to increase the intensity in his positions for adaptive stimulation. The rep reported that the patient was instructed to use the charger to turn the device on and off until the new pp arrived. The rep reported that the patient was very happy at the conclusion of the appointment, he raved about the system. The rep reported that the patient was feeling stimulation in all positions and was thankful for the rep meeting him. The rep reported that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and company representative (rep) reporting that the fall was on 2017-oct-21. The rep confirmed that the ins was working and the cause was that the patient needed to turn up the device.